Event description:
It was reported, that a patient with an implantable neurostimulator. Specifically, a pain stim implantable pulse generator (ipg). Experienced frustration, due to the inability to find a suitable program for back pain. The patient had previously, worked with a representative on reprogramming efforts 2-3 years ago, but was unable to achieve satisfactory results. The patient expressed consideration of implant removal, due to the ongoing issues. And mentioned, that a healthcare provider had performed a "re-up" on the battery, understood as an implantable neurostimulator replacement. The patient indicated, a potential willingness to attempt reprogramming again. The agent redirected the patient to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.